Manufacturer narrative:
One fogarty embolectomy" catheter was received inside a broken shipping tube without the outer packaging. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The tube was broken 21.0cm distal of the clear adaptor. The balloon, windings and catheter body tube were found to be in good condition. The damaged tube appeared to have occurred during shipping to the customer. The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
(B)(4) - packaging damaged upon receipt customer reported that upon receiving it was reported that upon receiving the fogarty catheter, it was noted that the long shipping tube was snapped in half and that the catheter was exposed. There were no patient complications reported.